Manufacturer narrative:
Carefusion complaint number: (B)(4). The carefusion field service representative evaluated the unit and found moisture in the water trap and flow sensor lines. A new flow sensor abd heater was installed, the operation verification procedure was ran per the service manual and the unit is meeting specifications. The unit was returned back to the customer for use. (B)(4).

Event description:
The customer stated that the circuit disconnect alarm is constant but there are no leaks or issues with the circuit. The carefusion field service representative evaluated the unit and found moisture in the exhalation flow sensor and corner, and found the heater not working properly. It is unknown at this time if there was patient involvement.